Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and right ventricular (rv) lead exhibited a high out of range shock impedance measurement. As the increase in impedance measurements was gradual and no noise was identified, a lead fracture was not suspected. No changes were made to the system. No adverse patient effects were reported.